Manufacturer narrative:
Additional information was received that the patient had moderate to severe paravalvular leak (pvl). No additional adverse patient effects were reported. B5-updated event description. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Conclusion: the device remains in the patient and no procedural images were submitted for review. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. This event does not indicate device misuse or malfunction; no issues were identified that would have impacted this event. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. However, with the limited information and no images to review, the conclusive cause of the pvl cannot be determined. Potential factors that can influence a valve pop-out or dislodge include tension applied on the delivery catheter system during positioning, calcification levels and compliance of the native anatomy, user technique, and a number of others. The root cause of the dislodgement event cannot be determined. Dislodge events are typically not related to a device malfunction. In this case, the potential cause of the valve dislodgement was due to the post-implant bav. Cardiovascular injuries, including dissection, are known potential adverse patient effects per the device instructions for use (IFU), and may be impacted by many factors including the patient's pre-procedural condition, anatomical factors, in addition to procedural and device factors. The cause of the dissection and the potential relationship to the device cannot be established. Use of a snare to reposition the valve after fully deployment is not recommended per the device IFU, ¿physicians should use judgment when considering repositioning a fully deployed bioprosthesis (for example, using a snare, balloon, and/or forceps). Repositioning the bioprosthesis is not recommended except in cases where imminent serious harm or death is possible (for example, coronary occlusion). Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery.¿ the probable cause for the reported dissection is the use of a snare to reposition the valve. In addition, it was reported the patient had heavy calcification in the left ventricular outflow tract which contributed to the dissection. Cardiac tamponade is a known effect that can occur after cardiac procedures, is typically a complication of the procedure not the device. Cardiac tamponade is listed in the device IFU as potential adverse effects. In this case, the probable cause of the tamponade was the dissection. Updated data: eval code result; eval code conclusion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received which indicated the patient had potential paravalvular leak (pvl). A post-implant balloon aortic valvuloplasty (bav) was performed using one inflation with a 24 millimeter (mm) non-medtronic (true) balloon. The patient had heavy left ventricular outflow tract (lvot) calcification which contributed to the dissection. Per the physician, the cause of the dissection is unknown. No additional adverse patient effects were reported. B5-updated event description h8-updated patient and device codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following to the implant of this transcatheter bioprosthetic valve, the physician elected to post dilate valve using a 24mm balloon aortic valvuloplasty (bav). During the bav, the valve dislodged aortically. The valve was the snared and moved back into the ascending aorta using a wire. The patient became hemodynamically unstable. An echocardiogram was performed which revealed a dissection near the sinotubular junction, resulting in cardiac tamponade. The physician elected to do a surgical repair of the aortic arch and the aortic valve. No additional adverse patient effects were reported.